Event description:
Pt had a catheter placed for infusion (96 hr. Cont. Infusion) of chemotherapy. Catheter placed 10/02/96. Admitted on 10/04/96 to begin chemotherapy. Drugs included adriamycin and decarbazine. Adria is a known vessicant drug. The catheter was functioning well. On 10/06/96 the pt brought to the nurse's attention that there was a leakage at the exit site of the line. The leakage was red, which is the color of adriamycin. The infusion was immediately discontinued. The site was treated as an extravasation per protocol. The line was pulled the following day by physician. There was a definite crack in the line which was midway between the cuff and the site where it entered the subclavian vein. This conincided with the area of redness and swelling on the pt's chest wall.